Event description:
During remote follow-up, episodes of under-sensing were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable with no consequences and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.